Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot 56676 was returned and analyzed. Smart chip verification indicated the balloon catheter was used for 12 injections on the date of the event. The balloon catheter failed the performance test due to system notice #50005 (the safety system has detected fluid in the catheter and stopped the injection) being triggered during the ablation phase. The catheter also failed the pressure test and further analysis revealed a breach on the guide wire lumen at approximately 0.97 inches from the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.